Manufacturer narrative:
This report is associated with (B)(4), super poligrip original (zinc free formula).

Event description:
Bladder cancer [bladder cancer]. Case description: this case was reported by a consumer and described the occurrence of bladder cancer in a (B)(6) male patient who received double salt dental adhesive cream (super poligrip original (zinc free formula)) cream (batch number (B)(4), expiry date unknown) for dental care. Concurrent medical conditions included enema administration (he had enema, a low blood count, has bone marrow syndrome which he is receiving injections for.), blood count abnormal and bone marrow disorder. In 2011, the patient started super poligrip original (zinc free formula). On (B)(6) 2016, an unknown time after starting super poligrip original (zinc free formula), the patient experienced bladder cancer (serious criteria gsk medically significant and clinically significant/intervention required). On (B)(6) 2016, the outcome of the bladder cancer was recovered/resolved. The reporter considered the bladder cancer to be related to super poligrip original (zinc free formula). Additional details, adverse event information was received on 19 july 2016. Consumer stated that he believed the red dye in the super poligrip original caused him to have bladder cancer. The consumer had been using the product for over 5 years (2011) and still continues to use the product. He was diagnosed with bladder cancer on (B)(6) 2016 and had surgery on (B)(6) 2016 to remove the cancer. He would start chemo treatment in (B)(6) 2016 to prevent the cancer from reoccurring. The consumer also stated that he had enema and a low blood count and had bone marrow syndrome for which he was receiving injections (patient's concomitant medication included injections). The action taken with super poligrip original (zinc free formula) was no change.

Event description:
Case description: this case was reported by a consumer and described the occurrence of bladder cancer in a (B)(6) male patient who received double salt dental adhesive cream (super poligrip original (zinc free formula)) cream (batch number tp16208, expiry date unknown) for dental care. Concurrent medical conditions included enema administration (he had enema, a low blood count, has bone marrow syndrome which he is receiving injections for.), blood count abnormal and bone marrow disorder. In 2011, the patient started super poligrip original (zinc free formula). On (B)(6) 2016, an unknown time after starting super poligrip original (zinc free formula), the patient experienced bladder cancer (serious criteria gsk medically significant and clinically significant/intervention required). On (B)(6) 2016, the outcome of the bladder cancer was recovered/resolved. The reporter considered the bladder cancer to be related to super poligrip original (zinc free formula). Additional details, adverse event information was received on 19 july 2016. Consumer stated that he believed the red dye in the super poligrip original caused him to have bladder cancer. The consumer had been using the product for over 5 years (2011) and still continues to use the product. He was diagnosed with bladder cancer on (B)(6) 2016 and had surgery on (B)(6) 2016 to remove the cancer. He would start chemo treatment in (B)(6) 2016 to prevent the cancer from reoccurring. The consumer also stated that he had enema and a low blood count and had bone marrow syndrome for which he was receiving injections (patient's concomitant medication included injections). The action taken with super poligrip original (zinc free formula) was no change. Follow up information was received on 04 august 2016 via returned consumer authorization form. Physician's information was added to the case.

Event description:
Case description: this case was reported by a consumer and described the occurrence of bladder cancer in a (B)(6) male patient who received double salt dental adhesive cream (super poligrip original (zinc free formula)) cream (batch number (B)(4), expiry date unknown) for dental care. Concurrent medical conditions included enema administration (he had enema, a low blood count, has bone marrow syndrome which he is receiving injections for.), blood count abnormal and bone marrow disorder. In 2011, the patient started super poligrip original (zinc free formula). On (B)(6) 2016, an unknown time after starting super poligrip original (zinc free formula), the patient experienced bladder cancer (serious criteria gsk medically significant and clinically significant/intervention required). On (B)(6) 2016, the outcome of the bladder cancer was recovered/resolved. The reporter considered the bladder cancer to be related to super poligrip original (zinc free formula). Additional details, adverse event information was received on 19 july 2016. Consumer stated that he believed the red dye in the super poligrip original caused him to have bladder cancer. The consumer had been using the product for over 5 years (2011) and still continues to use the product. He was diagnosed with bladder cancer on (B)(6) 2016 and had surgery on (B)(6) 2016 to remove the cancer. He would start chemo treatment in (B)(6) 2016 to prevent the cancer from reoccurring. The consumer also stated that he had enema and a low blood count and had bone marrow syndrome for which he was receiving injections (patient's concomitant medication included injections). The action taken with super poligrip original (zinc free formula) was no change. Follow up information was received on 04 august 2016 via returned consumer authorization form. Physician's information was added to the case. Follow-up information was received on 17 august 2016 from a physician (urologist) via (adverse event form) aer form. The physician medically confirmed the previously reported information. Physician stated that, need to contact patient's primary physician.